Event description:
The customer was hospitalized for high bgs and dka. It was indicated that the customer tried to bolus twice to control bgs the night before the event. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition a fixed prime test was completed and the insulin exited. It was mentioned that the customer had bent cannulas when the infusion set was removed. Advised the pump is functioning properly.